Event description:
Boston scientific was notified that during an event evertyhing went well until the last coil (matrix soft-sr 2d coil) was being placed. The matrix soft-sr 2d coil broke without being burned off. Procedure outcome: mortality.